Event description:
It was reported that during an mis procedure, the ablations on the right side were performed with no complications. The surgeon then attempted the left side ablations, but during placement around lpvs, the blunt inferior jaw of the eml2 inadvertently punctured the posterior/lateral aspect of the left ventricle. The left thoractomoy was increased and the pt was placed on by-pass to provide access and exposure to control the bleeding. It took an extended period of time to control the bleeding. When the repair was complete, the pt was taken off by-pass. At this time the right atrium was noted as "very friable" and when attempts were made to repair the right atrium the aorta opened and the pt expired. Patient was a 60 year-old female with paroxysmal atrial fibrillation. It was also noted that the patient had some adhesions. Device discarded.

Manufacturer narrative:
Evaluation summary: the device involved in the event was discarded, so a retained sample was evaluated. The retained sample was evaluated and no issues were noted with the device. The device history record was reviewed and no anomalies were noted related to this event.